Event description:
It was reported to philips that the heartstart xl defibrillator can't discharge. It was clarified that the doctor thought the device was defective because the pt had no reaction when the doctor used the defibrillation function. There was no negative pt impact. There were no pt event files or ECG monitoring strips available for review.

Manufacturer narrative:
Pr#: (B)(4).